Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for difficult/unable to operate (not drawing), plunger difficult to move and bending during use due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that during use with an unspecified bd syringe the syringe would not aspirate and plunger movement was difficult. The following information was provided by the initial reporter, translated from spanish to english: 1) syringe does not draw liquid; 2) the plunger does not go down or causes the liquid to come out, the needle bends;

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that during use with syringe 0.3ml 31g 6mm 30box mex the syringe would not aspirate and plunger movement was difficult. The following information was provided by the initial reporter, translated from spanish to english: 1) syringe does not draw liquid; 2) the plunger does not go down or causes the liquid to come out, the needle bends; d.1. Medical device brand name: syringe 0.3ml 31g 6mm 30box mex. D.3. Medical device manufacturer: becton dickinson de mexico. D.4. Medical device catalog #: 326785. D.4. Medical device lot #: 9196585. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device expiration date: 07/31/2024 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/27/2020 g.1. Manufacturing location: becton dickinson de mexico g.5. PMA / 510(k)#: na h.4. Device manufacture date: 10/16/2019 h.6. Investigation: customer returned (3) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9196585. Customer states that the syringe does not draw the liquid and plunger does not go down or causes the liquid to come out, the needle bends. All returned syringes were tested and all were able to draw and expel properly without any observed defects. Also, all samples were tested for point geometry, lube, and cannula od. All observations fall within specifications. A review of the device history record was completed for batch# 9196585. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that during use with syringe 0.3ml 31g 6mm 30box mex the syringe would not aspirate and plunger movement was difficult. The following information was provided by the initial reporter, translated from spanish to english: 1) syringe does not draw liquid; 2) the plunger does not go down or causes the liquid to come out, the needle bends;

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd syringe the syringe would not aspirate and plunger movement was difficult. The following information was provided by the initial reporter, translated from (B)(6) to english: 1) syringe does not draw liquid. 2) the plunger does not go down or causes the liquid to come out, the needle bends.